Manufacturer narrative:
A supplemental report is being submitted for additional information as the csv files were received. H3 has been updated accordingly. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: two (2) controllers (B)(6) were not returned for evaluation. Review of the controller log files associated with (B)(6) revealed a controller fault alarm logged on (B)(6) 2021 at 11:17:34, indicating an issue with the internal battery. In addition, log files revealed that (B)(6) had been in use for more than two (2) years. Review of the controller log files associated with (B)(6) revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2021 at 11:58:30. Review of (B)(6) data log file revealed that the controller was not in use prior to the controller power-up event; the first data point recorded on (B)(6) since on (B)(6) 2019 was logged on (B)(6) 2021 at 11:59:03, indicating that the power-up event occurred during a controller exchange. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the controller power-up event can be attributed to a controller exchange. Additional products: controller 2.0 (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: heartware ventricular assist system-controller, model #: 1420-controller, catalog #: 1420-controller, expiration date: (B)(6) 2019, serial #: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 03-aug-2018. (B)(4). Additional information has been requested regarding log files, but it was not available at the time of this report. If additional information is received, the event will be updated, and a supplemental report will be sent.

Event description:
It was reported that the controller exhibited controller fault alarm due to internal battery end of life. The controller was changed to the back up controller. The back up controller exhibited an unexpected loss of power. The primary controller was exchanged and back up controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: heartware ventricular assist system-controller, model #: 1420-controller, catalog #: 1420-controller, expiration date: (B)(6) 2019, serial #: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 03-aug-2018. (B)(4). Additional information has been requested regarding log files, but it was not available at the time of this report. If additional information is received, the event will be updated, and a supplemental report will be sent.

Event description:
It was reported that the controller exhibited controller fault alarm due to internal battery end of life. The controller was changed to the back up controller. The back up controller exhibited an unexpected loss of power. The primary controller was exchanged and back up controller remains in use. No patient complications have been reported as a result of this event.